Manufacturer narrative:
The t:slim x2 g5 user guide states: do not use any other insulin with your pump other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Supply changes were performed resolving the occlusions. Customer's blood glucose level was 171 mg/dl.